Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and the yellow coil cap separated from the housing was observed. No signs of malformed housing were observed. The lug diameter of the housing was measured, and the diameter was slightly lower than the specifications. The reported condition was verified. The cause of the condition could not be determined; however, the small housing lug diameter could have the effect of causing a coil cap that is not sufficiently tight to separate from the housing. The coil cap separating from the housing of the device does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device if the event occurred during infusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was broken. This issue was further described as, ¿the elastomer (connection cap) broke¿. The break occurred during the filling procedure prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.